Manufacturer narrative:
---

Event description:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead was able to be placed and all measurements were normal on the pacing system analyzer (psa). The lead was sutured properly and connected to the implantable cardioverter defibrillator (ICD). When the ICD was placed inside the pocket, it was noted that the rv lead had formed an acute bend. The physician repositioned the ICD in the pocket to remove that acute bend. Measurements were again taken after the procedure and it was noted that the pacing impedance measurements had increased to 1200 ohms. It was also noted on fluoroscopy that the helix of the rv lead had retracted back. Boston scientific technical services (ts) was contacted for technical assistance. The images from the fluoroscopy were also submitted for analysis. The ts consultant reviewed the images and discussed that the helix retraction may have resulted from torque being built up when the helix was extended during placement that released after the pocket was closed. The acute bend that was described may have contributed to an increase in the torque as well. The ts consultant discussed that a repositioning of the lead should be considered as it does not appear that the helix was extended into the myocardial tissue. At this time, the rv lead remains implanted and in service.

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that this rv lead was successfully repositioned. No additional adverse patient effects were reported.